Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failure of flash memory alarm and new software release detected alarm. The customer¿s blood glucose was 158 mg/dl at the time of incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be return for analysis.

Manufacturer narrative:
Device received alarming failure of flash memory error followed by an new software release detected alarm, problem isolated to mother board. Unable to perform operating currents, self test, unexpected restart error test and displacement test due to failure of flash memory error and new software release detected alarm.